Manufacturer narrative:
As no additional information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should additional information be provided.

Event description:
Boston scientific received information that a family member alleged the patient with this implanted device passed away due to being continuously shocked by the device. The family member did not know if the patient was experiencing an arrhythmia, and said that the death certificate listed the device as a cause of death. The device reportedly was buried with the patient. A boston scientific field representative contacted the patient's health care provider (hcp), who reported the patient had been lost to follow-up. Hcp reported that the patient had not been seen clinically in 27 months and had not conducted a remote monitoring interrogation in 22.5 months, and that their attempts to contact the patient in the past had been unsuccessful.